Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "capsular contracture¿ baker grade iii/IV. Patient additionally reported "palpitations, fatigue, depression, headache, joint pain, hair loss, early menopause, hot flushes, [and] mood swings"; these events are not considered device related. The device remains implanted.

Event description:
Device was explanted.